Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving intrathecal bupivacaine 20.0 mg/ml at 12.807 mg/day and dilaudid 7.5 mg/ml at 4.8025 mg/day. The indication for use was non-malignant pain. The patient reported feeling as if the pump rate was 'too high' on (B)(6) 2016. The clinical diagnosis was intrathecal medication side effects. The event was noted to be related to the device or therapy. The event was noted to be unrelated to the implant procedure. The event was noted to be related to the drug/increase in dose of hydromorphone and bupivacaine. The patient did not want an adjustment at this time and would 'see if he could regulate how he felt'. No action was taken. The event resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.